Manufacturer narrative:
One device was returned for repair with complaint that there were blockage alarms. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of event log confirmed that there was a record of the high-pressure alarm. Functional testing was performed, and the problem was not confirmed. Possible defective downstream occlusion (dso) sensor or cassette product. Preventively, replaced the dso sensor. Device passed all functional tests.

Event description:
It was reported that the device exhibited blockage alarms. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.